Manufacturer narrative:
Additional information/corrected data: in review and based on additional information received, it was noted that an incorrect address and phone number were inadvertently entered in the section "e1" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section e1: reporter email address: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported haptic amputation upon an intraocular lens (iol) insertion, following the appropriate technique. It was indicated that the product was used following the manufacturer's instructions. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ asked but not available. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or prior to (B)(6), 2023. Section d6a, if implanted, give date: ni, unknown if the lens was implanted. Section d6b, if explanted, give date: ni, unknown if the lens was explanted/removed. Section e1: complaint reporter first and last name: unknown/not provided. Section e1: email address: unknown/not provided. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, the information is not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.